Event description:
It was reported that in a case of balloon kyphoplasty performed on (B)(6) 2009, "the physician waited 20 minutes before injecting the cement. When he did so, he saw there were leakages, so the cement was not hard enough yet. Images were made. The patient had no symptoms caused by the cement leakage." Additionally, it was reported, that the temperature in the or was normal, cement was not exposed to extreme temperature, the cement mixing was done by hand, no additive was added to the cement mixture, and at day of visit (B)(6) 2009, investigator informed us that patient was dismissed from hospital. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.